Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection disconnected after the infusion set tubing was pulled. A new infusion set tubing was connected to the cartridge to address the issue. Customer's blood glucose level was 210 mg/dl.